Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 21:11:25. During night drain cycle five, the patient's ultrafiltration reading was 1555ml, indicating the home patient drained 1555ml more than their maximum programmed fill volume of 1800ml.no additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.